Event description:
It was stated that the customer was taken to the emergency room for high blood glucose levels. No troubleshooting was done as the customer was unable to read the screen, and the medical doctor was not familiar with the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.